Manufacturer narrative:
The device was evaluated on-site at the customer facility. The condition of damaged battery was confirmed due to damaged batteries. The main batteries and harness were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: quality engineering has determined the condition of a colleague infusion pump with a damaged battery resulted from user error. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
This is a report of a colleague infusion pump with a damaged battery, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.